Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. Exception review or complaint review could not be performed as a lot/part number were not provided. The patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the heart failure could not be determined. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID (B)(6). This will be filed for heart failure. It was reported as a general comment that on occasion, acute ejection fraction changes have been seen with some mitraclip patients. No additional information was provided.